Manufacturer narrative:
Review of programming history.

Event description:
Additional information was received on (B)(6) 2013 when the physician reported that the patient's device is showing vbatt<eos. The patient's settings when he interrogated the device showed output=0ma. The physician then noted that the patient's device was showing low battery for some time and they were monitoring the device until it depleted before referring the patient for replacement. The patient said that she still feels like it is going off despite it being set to 0ma and the physician suspected it was a residual feeling from the therapy. The patient was referred for surgery due to the low battery. The patient underwent battery replacement surgery on (B)(6) 2013. Attempts have been made for the return of the explanted generator but it has not been returned to the manufacturer to date.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during surgery. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The battery, 2.586 volts as measured during completion the final electrical test, shows an n eos condition. The exposure to an electrocautery tool may have been a contributing factor for the "asic latch-up condition" and "premature end of life" conditions.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Event description:
Additional information was received indicating that the patient's generator had received the intensified follow-up indicator (ifi) = yes flag upon interrogation on (B)(6) 2012. This ifi=yes condition is believed to be premature, likely related to the asic latch-up condition which resulted from the use of electrocautery during implant. Based on the patient's current settings the generator would be expected to reach the ifi= yes flag in approximately 5 years if the asic latch-up condition had not occurred. No interventions are currently planned, however, the patient appears to be following up with her physician more frequently as she was seen again on (B)(6) 2012 and is scheduled to follow up again in one month.

Event description:
Additional information was received on (B)(6) 2013 when the explanted generator was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
The patient was again seen for follow up on (B)(6) 2012. The generator had not yet reached end of service. Revision, when the generator reaches end of service, is likely but has not occurred to date.

Event description:
During review of internal programming history it was noticed that there was a vbat < eos threshold in the data for (B)(6) 2011 at 12:52. During review of the programming history, it was noticed that the pt was programmed on during their implant procedure. Given the data available the pt was not programmed off during that visit. On (B)(6) 2011, however during the initial interrogation, the pt was programmed off. Analysis of a decoder spreadsheet which displays settings off their generator the interrogation performed (B)(6) 2011 on 12:52pm shows that the device was disabled previously due to vbat < eos threshold. This is most likely due to the use of electrocautery during their implant surgery. Teaching was provided to the implanting surgeon on manufacture recommendations in regards to using cautery. Investigation determined that the likely root cause of this event is due to an application-specific integrated circuit (asic) latch-up condition resulting from the generator receiving an electrical transient during surgery. The electrical transient is the result of electromagnetic induction (emi) or electrostatic discharge (esd). The emi and/or esd causing the asic latch-up can be attributed to the use of electrocautery in direct contact with the generator, electrocautery in close vicinity to the generator or a major electrostatic discharge. No further interventions have been reported to be planned for the pt. No serious injury reported from event. Cyberonics labeling cautions that electrocautery should not be used during surgery as it may compromise the generator's battery life.